Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: d4 (lot no., UDI no., exp date), h4. Complaint ID no: (B)(4).

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is jonathan donevant, event site name is university of maryland medical center, address is 22 south greene street the device has not yet been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon opening of the intra-aortic balloon (iab) a condensation like material was observed inside the sterile packaging of the balloon. The balloon was not opened or used due to possible contamination. No patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, d9 (return to manufacture date), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11 corrected field: d7a. A sensation plus 8fr 50cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a functional, visual and chemical analysis inspection confirming the presence of fluid inside the packaging. A sample of the fluid has been tested via infrared spectrum analysis and found to be silicone. This fluid is used as a lubricant during the manufacturing process. It has been determined to be biocompatible, does not affect the function of the device, and poses no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.